Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device received 110.6021 error. There was no patient involvement.

Event description:
The customer reported, that the device received 110.6021 error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine, the customer reported issue of npi 8015 error 110.6021. Technical support: 1. Replace keypad. 2. Replace logic board. 3. Return the module to the factory. Recommended to replace keypad. Gave part number and biomed will order part. A review of the device history record for sn#: (B)(6) was performed, from date of manufacture 03/09/2015 to present date 01/15/2021. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures, indicated on the source device. Based on the troubleshooting results, technical support determined, the proximate cause of the customer¿s reported issue. Technical support: caller has an 8015 unit giving a 110.6021 error. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.